Event description:
It was reported that the revision procedure occurred in (B)(6) 2014 and all the devices were removed. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent an operation on (B)(6) 2014. The surgery was completed without any problems. In a medical check up the x-ray shows that the screws have backed out of the bone without fracturing the bone. It was also reported that the patient experienced some weight loading. There is an additional surgery scheduled for an unknown date in (B)(6) 2014. This report is for 3 of 3 complaint (B)(4).

Manufacturer narrative:
Additional narrative: explant: (B)(6) 2014; exact date unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.